Event description:
A letter from a law firm was received, indicating a user had sustained injuries from a rollator she was using. The rollator broke, and caused her to fall violently to the ground. Per the attorney, the user was walking out of a mall, and the frame broke at the weld in the middle of its leg.

Event description:
Item number & serial number updated. Supplier also now identified. The user is reported as in her (B)(6), and was using the device for copd. The leg of the device snapped in half in the location of the weld, but not right at the weld. As a result of the fall, the user suffered a broken hip that required "multiple surgeries."